Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable tachy lead 2013 (B)(6); (B)(4), implantable cardioverter defibrillator (ICD) 2013 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.